Event description:
One sample was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During the inspection, a detached primary line was observed from the primary port. The separated line was returned for evaluation. Traces of solvent were observed at the primary line and primary port. The customer complaint is confirmed. The probable root cause may be related to potential customer misuse. During the evaluation, solvent residue was observed, indicating that the tubing was bonded during the manufacturing process. This evidence suggests that a manufacturing omission is unlikely. The separation may have resulted from external mechanical forces applied during handling or use. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch record fa25e28043 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect.

Event description:
The following has been reported: nurse reported: "tubing completely detached from the primary port on the cartridge when loading the pump. Replaced the tubing not sure if tubing was saved" patient harm: no a preliminary review of the logs identified the following issue: administration set breaks (any part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.